Event description:
Pt had a 50cm right basilic vein peripherally inserted central venous catheter placed in 2000 for home i.v. Antibiotic therapy. Pt came to hosp for routine visit on 6/8/2000 at which time a chest x-ray was done. Chest x-ray revealed a free fragment of pic catheter in the pt's left lobe pulmonary artery. Pt required removal of PICC fragment in interventional radiology. Fragment retrieved was 9cm in length. Right basilic vein PICC was also removed. It measured 50cm in length.